Event description:
It was reported that a atb35 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device would not open. At both sides resected, piece of gall bladder in instrument. Converted to open. It is also noted "no serious deterioation in state of health".

Manufacturer narrative:
Date sent: 11/30/1998. D5,6; h4: info not available, device not returned for analysis.